Event description:
The customer reported a false (B)(6) reaction of a pt sample with seraclone anti-a art. -(B)(4), lot 7018010-03. The pt was supposed to have blood group b. Customer has sent us the pt sample but not the complained lot of reagent. Therefore pt sample was tested with the retention sample in the immediate spin method. The reaction was clearly (B)(6). Only during a longer incubation at 4 degree c which is not according the informations of the instruction for use a (B)(6) reaction was observed. Pt sample was sent for molecular typing of the abo blood group to an external lab. We are still waiting for the external result.

Manufacturer narrative:
Summary: testing of the quality control lab confirmed the correct function of the affected lot of seraclone anti-a. The review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained product.